Event description:
Medtronic received information regarding a navigation system used intraoperatively in a functional endoscopic sinus surgery (fess) and there was patient involvement. It was reported that the site had experienced a reoccurring software issue. During the surgery, the system glitched and the screen went back to the registration screen. The system was hard rebooted and functioned as intended. There was a less than one-hour surgical delay and no information on patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.0.1 9736411, lot number: s5j0nr0nb00469t 9735786r, lot number: 1651d00119 9735786, lot number: 2251g00737 h3/h6: the system was serviced and the ssd was replaced. Codes b01, c07, and d02 apply. The system was serviced again at a later date and there were no failures found. Codes b01, c19, and d14 apply. The logs from 9736411 were analyzed and the issue was confirmed. Codes b01, c10, and d18 apply. 9735786r was analyzed and there was no failure found. Codes b01, c19, and d14 apply. 9735786 was analyzed and there was no failure found. Codes b01, c19, and d14 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.